Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 73.0, 77.0, 78.0, 138.0 and 139.0 cm from the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil had offset coil windings along its length. The outer diameter (od) of the embolization coil was measured to be within specification. Conclusions: evaluation of the device revealed the embolization coil had several offset coil windings along its length and the pusher assembly was kinked in multiple locations. This damage is likely a result of forceful manipulation attempts to advance and retract the embolization coil against resistance. The ruby coil was able to be advanced through a demonstration introducer sheath and px slim without issue. The root cause of this damage could not be determined as the subject introducer sheath and lantern were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician successfully deployed and detached four ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance the fifth ruby coil through the lantern, the physician experienced resistance and the ruby coil became stuck inside the lantern and would not move further; therefore, the ruby coil was removed. The procedure was then completed using three additional ruby coils and the same lantern. It should be noted that the physician used a rotating hemostasis valve (rhv) and manually flushed the lantern before each coil insertion during the procedure. There was no report of an adverse effect to the patient.